Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil and catalytic decomp filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on 04/05/2016.

Event description:
While onsite servicing the sterrad® 100s sterilizer for another issue, an asp field service engineer (fse) reported a "smoke" (haze) emitting from the unit. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for analysis. The assignable cause of the haze/mist/vapor issue is likely the catalytic decomp filter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.